Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections b5 and g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e006 was unable to be confirmed. Error 006 is associated with increased resistance between the electrodes of the generator. It is possible that error 006 was caused by elevated contact resistances due to poorly or insufficiently placed contacts on the connection cable's working element, tissue build-up on the electrode, damaged contact, or the instrument being inside of a gas bubble during activation. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for use prior to therapeutic procedure. The procedure was able to be completed.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported to olympus that a generator (hf unit) had an e006 error. It is unknown when the reported issue occurred. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.